Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number and serial number; however, lot number ad serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced needle bent prior insertion and upon opening package event on (B)(6) 2026 and had high blood glucose, and it was addressed by correction injection via multiple daily injections.